Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure, when the chronic right ventricular (rv) lead was inserted into the new implantable cardioverter defibrillator (ICD) low out of range shock impedance measurements of less than 20 ohms were seen. It was noted that the rv lead shock impedance was within normal range with the previous ICD. Fluorscopy imaging was taken and no issues were seen with the lead or device. The newly implanted ICD was taken out of the pocket and the lead re-inserted with no improvement in the shock impedance. Subsequently the rv lead was surgically abandoned and replaced. The newly implanted ICD remained in service and no measurement issues were noted with the new rv lead.